Manufacturer narrative:
Serological evaluation. Retention testing: the 3_cell assay was performed on (B)(4) using retention stripes of crrs (3) plates lot e169 with a known anti-kp(a) positive sample and a known anti-kp(a) negative in-house sample. The reaction pattern is described in the following: anti-kp(a) positive sample: (B)(6). The anti-kp (a) negative sample reacted negative for all three cells. The retention product performed as expected. Returned sample testing: we received 1 whole blood sample ID (B)(6). After centrifugation for 10 minutes at 3.000 rpm, the sample showed a strong 4+ hemolytic character. The 3_cell assay was performed on (B)(4) using retention stripes of crrs (3) plates lot e169 with the received customer sample. The sample resulted invalid. Based on the hemolytic character, we did not perform additional testing of the customer sample

Event description:
On (B)(6) 2015, a customer reporting an unexpected negative result on an antibody screen when using capture-r ready-screen 3 (crrs3) on a galileo echo instrument. The sample contained an anti-kpa, which was not picked up by the crrs3.